Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with severe explant damage/cuts. No conductor fracture or insulation breach in vivo was observed on the partial lead returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible alert was heard from the patient's implanted device and a lead impedance alert was noted. The left ventricular (lv) lead exhibited a high threshold and lead fracture. The physician chose to replace the lv lead and during the extraction procedure, the lv lead was tangled with the atrial and right ventricular lead. The lv lead had to be cut into several pieces during the extraction and the lv lead was replaced. No patient complications have been reported as a result of this event.